Manufacturer narrative:
The biomedical engineer (bme) reported that when a patient was experiencing v-fib the central nurse's station monitor did not sound an alarm. The bme would wanted nihon kohden to verify the logs from 5:34 to 5:39 to see if the monitor did alert to the patient event. Nihon kohden technical support (nk/ts) contacted nihon kohden quality assurance (nk/qa) regarding the issue for evaluation. Nk/qa evaluated the logs and determined that the device was functional and all vitals were sent to the central nurse's station. This issue was caused by the cns. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available.

Event description:
The biomedical engineer (bme) reported that when a patient was experiencing v-fib the central nurse's station monitor did not sound an alarm.